Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, bso, lysis of adhesions and cystoscopy due to sui, pelvic pain and dyspareunia. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal in 2010 due to pelvic pain and infection. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent repair of urethrovesical fistula with removal of tvt sling material, and closure of fistula with overlying cadaveric fascia on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. She experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.